Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which, on pod 544 (B)(6) 2026), the patient presented with a new inferior atrial septal defect (iasd) measuring 8 x 8 mm with a transient left-to-right shunt. The patient underwent right heart catheterization on pod 552 (B)(6) 2026, which revealed a significant atrial shunt, and subsequently underwent asd closure on pod 553 (B)(6) 2026.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.